Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that a vns patient was "scheduled for entire system replacement related to a lead issue." Implant card was received by manufacturer noting that both the generator and lead were replaced. Explanted products are expected to be returned to cyberonics for analysis.